Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after about 3 days of use, the flow rate accuracy became inaccurate. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 11/1/2024. H3: one device was returned for repair with complaint of inaccurate flow rate. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log found not setting or other errors related to delivery failures. Functional testing could not confirm the reported issue. The pump accuracy was within specification. However, it was near the upper end of the specification. The cause was not determined because there is no problem the pump accuracy, and it was not reproducible. Since it was near the upper end of the specification, expulsor adjustment was performed. Performed all function tests and all passed.